Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and hemostasis was achieved using a second proglide device. There were no reported patient adverse effects. Though requested, no additional information was available.

Event description:
It was reported that during a lobectomy procedure, sterility package was contaminated. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that the patient felt a vibration and presented to the clinic. The rv sense/pace lead impedance measurements were low. All other measurements were within normal limits. The patient was informed that this was an isolated episode. A couple of days later, the patient's notifier went off again for low impedance. A chest x-ray showed no evidence of lead damage. Close monitoring was recommended.

Manufacturer narrative:
(B)(4). The analysis results found that one (B)(4) device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as no package was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.